Event description:
It was reported that during total knee arthroplasty, pin position on instrument was reversed on cutting guide instrument. Use of instrument resulted in reversed resection cuts on femur.